Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a valid cartridge alarm 9 (overfill alarm) occurred. Review of t:connect pump data confirmed that the user attempted to load the overfilled cartridge then an cartridge alarm 1 (no pressure change when expected) occurred. Additionally, it was reported that a cartridge alarm 5 (pressure out of range) occurred during the load process. The user successfully loaded a new cartridge. The user's blood glucose level was 181 mg/dl.